Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a prolonged low blood glucose episode after announcing a meal while glucose was trending down, with the lowest continuous glucose reading of 60 mg/dl and treatment using staged oral carbohydrates including juice and glucose tablets. Symptoms included hypoglycemia. Outcomes included the need for medication-level intervention through oral glucose administration. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no specific device findings and insufficient information regarding a device component, with the medical device problem undetermined. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.